Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming fluidics module was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming fluidics module. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the viscous fluid control (vfc) was not responding all of the time. The system was not used to perform the injection. There was no harm to the patient. Additional information has been requested but not received.